Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. Next, the device was interrogated. The interrogation could be properly performed and revealed the eri battery status, confirming the clinical observation. The amount of charge taken from the battery was verified. The battery condition was found to be normal and as expected. Inspection of the device data revealed that the ventricular pacing output was programmed to 7.5v and 1.5ms, which represents a high current program. In addition, the pacing statistics showed that the patient was stimulated with almost 100 percent in the ventricle and atrium. In conclusion, analysis of the device revealed a normal battery depletion due to the use of high pacing parameters. There was no indication of a device malfunction.

Event description:
It was reported that the device was explanted due to eri status approx. 35 months after the implantation (estimated implantation period). Should additional information be received, this file will be updated.